Event description:
It was reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage supply regulator, the high voltage tank, and the back plane. The system operated as intended.